Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3389-28, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
The consumer reported that she did not think therapy was working and she had to wear depends at night and sometimes went through 2 of them. She did not drink anything past 2pm. The patient was not feeling stimulation. She typically only felt stim intermittently. The event date was estimated as the issue started 3-4 years prior to 2016. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event. Additional information from the manufacturers' representative (rep) reported that he met with the patient multiple times and she was progressing with dementia. The rep did a check, the device was working. They did an impedance check and everything was working fine. They did an x-ray, the lead was not migrated. The patient felt stim adequately and in the proper areas. If they checked the voiding diary, they would clearly see improvement. The patient went through mood swings where she could not comprehend that it was working and making a noticeable difference. The rep was working closely with the health care professional to make sure the patient was well. The consumer reported that she was getting the poor communication screen. She replaced batteries 3 weeks prior to the report and they were new (B)(6) batteries. The patient did not use the programmer often and did not recall seeing any different screens. It was reviewed that the implant battery could have depleted but the patient was never told about the implantable neurostimulator battery status. The patient planned to call the health care professional but there was an option to see the manufacturers' representative (rep). She saw the rep 2-3 months prior to report who checked the device and told her the implant was off but the patient was not aware of that. Additional information received from the consumer reported the cause remained unknown and the issues had not resolved. No steps were taken yet as the patient was going to see their doctor on (B)(6) 2016. Additional information from the consumer reported that the stimulator was no help. She had a visit on (B)(6) and the manufacturers' representative (rep) set it. A couple of months prior to report, she was told that it had been off since 4 days after her visit and it seem like the internal battery was not working; it depleted. There were two wires broken. The patient was working on resolving the poor communication. A pre-operative visit was set for (B)(6). The office said the wires were broken when the patient had 2 recent falls. The patient wished they did not say it as they did not know when the wires broke since she had problems with the device for 2-3 years. The patient was dissatisfied with the doctor and rep. She sent them her diary of visits to the bathroom.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.